Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5 (information was inadvertently missed on the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified. It is likely that the foreign material could not be removed even with correct reprocessing due to the deformation found in the nozzle. It was confirmed that reprocessing was performed in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The device was inspected before use.

Event description:
The olympus representative reported that the evis lucera elite colonovideoscope displayed air and water flow issues from the flow system. No patient injury or procedure impact was reported. During the device evaluation, it was discovered that the nozzle was clogged due to insufficient cleaning and sterilization. This report is to capture the reportable malfunction of the inadequately cleaned, clogged nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to the clogging of the nozzle, the air supply volume did not meet the standard value; the nozzle had foreign objects; due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to the wear of the angle wire, the play of the up/down knob was out of the standard value; part of the insertion tube was caught, pinched and deformed; adhesive on the distal sheath had a crack; due to clogging of the nozzle, water removal ability did not meet the standard value; the objective lens had a crack and was scratched; the universal cord had a wrinkle; the adhesives around the light guide lens had a white-clouded area; the plastic distal end cover had a dent; and the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.